Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-02751. It was reported the patient was not receiving stimulation in the desired location and unwanted stimulation causing discomfort. The patient had suffered multiple falls. X-rays determined both of the patient's leads had migrated. The patient underwent surgical intervention where the leads were replaced with a paddle lead. The patient is now receiving effective stimulation.